Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirted out during manual prime. Leaving prime process not possible. The insulin pump will be returned.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.